Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the distal left anterior descending artery. A 1.20x6mm mini trek rx balloon dilatation catheter (bdc) failed to cross due to resistance with the anatomy. The bdc was removed; however, resistance with the anatomy was felt. The procedure was successfully completed with an unspecified smaller size balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.